Event description:
It was reported that a patient with a known history of heart failure with reduced ejection fraction (hfref) who presented in deteriorating cardiogenic shock was treated with an impella 5.5. The device was placed without complication and after six days of support, high purge pressures were observed. Support continued for an additional 12 days during which the patient ultimately underwent a combined kidney and heart transplant. The cause of the high purge pressures was not definitively identified however, after the purge cassette was replaced the issue resolved and therapy proceeded normally.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.